Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable detected". This occurred while in use with a patient, but it is unknown if there was a patient, or clinician injury associated with this occurrence.